Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The event history log shows, "battery communication timeout." During testing, the reported complaint was confirmed. The root cause is that the main pcb does not operate as intended which is causing the battery communication timeout error. Main pcb was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device would not accept batteries and the board may need replacing. There was no patient involvement and no patient harm/adverse event reported.